Manufacturer narrative:
MDR 3003442380-2024-01290- device 4 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the australia. It was reported that patient faced ten infusion set cannula bent. The event occured on (B)(6) 2024, (B)(6) 2024, no other exact dates but between (B)(6) 2024 and (B)(6) 2024. The event occurred within 3 hours of insertion. The insertion site was at abdomen. The blood glucose level was 27 mmol/l on (B)(6) 2024 and 1.2mmol/l of ketones on (B)(6) 2024 and 0.6mmol/l of ketones on (B)(6)2024. The customer replaced infusion set and bringing down the bg levels through a bolus. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.